Manufacturer narrative:
The investigation determined that when attempting to remove the aluminum cap of a vitros calibrator kit 1, the vial broke, and the operator sustained a small cut to the hand. The operator was wearing a latex glove at the time of the incident. First aid was provided, including removing the glass splinter, wound cleansing, and bandaging. There was no further medical treatment at the time of the event. Upon follow-up with the customer, the operator stated they were okay and that the wound had already healed. Additionally, no further medical treatment was required for the operator.

Event description:
A laboratory operator sustained a small cut to their hand when attempting to open vial 2 of vitros calibrator kit 1. There was no allegation of a serious or long term permanent injury. However, there is a potential that the operator might be exposed to blood borne pathogens and should be considered as a serious injury. Per medical consult from an ortho medical safety officer: based on the safety data sheet, there is a risk of zoonotic infection from contact with animal blood derivatives. Although the materials for making the reagents were tested negative for blood-borne pathogens, no test method can assure that the product is completely safe from potential pathogens. In addition, there might be unknown pathogens or pathogens that were not tested. So, a disease transmission due to the exposure cannot be excluded. Thus, this event meets the definition of a serious injury due to the uncertainty of infection risk. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).